Event description:
It was reported that during testing at the MFR, the drill attachment overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was investigated at the mfg site. Initial components were evaluated which revealed the presence of corrosion and foreign debris contamination around the bearings. The presence of corrosion and debris can increase the friction among the rotating components of the device which can result in the generation of heat.